Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye as the patient was dissatisfied as the vision was not clear and halos were bothersome. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. Another competitor lens was used as the replacement and the patient was doing good post explant. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and a chip on the edge was found. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.